Event description:
Shearing of micus introducer wire contained in bard power PICC kit. A 1.5cm wire fragment remained within the accessed vessel. Confirmed by x-ray. Possible defective wire in micus introducer.